Event description:
The physician was using the everest bipolar cutting forceps when it was noted to be burning the tissue, and also sticking to the tissue and ripping it. The device was cleaned by the scrub nurse with no improvement. The procedure was stopped.